Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: ti matrixmidface screw self-drilling 5mm (part number 04.503.225.04c, lot number h265509) was returned to us customer quality. Upon visual inspection, screw was found to be broken between screw head and the screw shaft. The broken shaft portion is missing. Furthermore, there are several mechanical damages visible on the surfaces. The screw recess is in a good condition. Shaft was not measured due to this post manufacture damages, relevant dimensions in broken and/or worn areas cannot be checked for dimensional accuracy. Review of the device history record showed that the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that the raw material receiving/putaway checklist met all inspection acceptance criteria. The complaint conditions confirmed. Based on the above investigation results, and the missing broken/damaged component, a root cause cannot be definitively determined. Multiple factors could have led to the damage, these factors include, but are not limited to a mechanical overload and/ or wrong torque or angulation of the screw during. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Manufacturing location: (B)(4). Manufacturing date: 30-dec-2016. Part number: 04.503.225.04c, ti matrixmidface screw self- drilling 5mm. Lot number: h265509 (non-sterile). Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h072911. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, during on an unknown procedure, six (6) transpalatal matrixmidface screws were broke in resection. The broken pieces were retrieved. The surgeon changed to another screw to complete the surgery successfully with no delay. It was noted fragments were generated but removed easily without additional intervention needed. This report is for a transpalatal matrixmidface screw. This is report 2 of 6 for (B)(4).